Manufacturer narrative:
Device passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 38/43 alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. The customer's blood glucose level was 254 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was exposed to a high magnetic field. The customer reported that the insulin pump kept alarming and asking for rewind. The customer also felt that the insulin pump does not give the amount. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump passed the displacement test. The insulin pump again had an insulin pump error alarm on 2nd occurrence. The customer was advised to revert to the back-up plan as per the healthcare professionals instructions. The device will be returned for analysis.